Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please address the doctors questions about patch test. There is no established or validated patch test¿like method routinely available to screen for dermabond prineo reactions prior to surgery (no specific method was identified). Is a photo available of the patient¿s reaction? Unk. What date /day post op was the reaction noted? Immediately post-operation on (B)(6) 2026 (same day). Was the topical steroid prescription strength? Yes, a prescription-strength topical steroid was used (lindelon vg initially, followed by lindelon v). Please describe how the adhesive was applied. Unk. How was the wound cleaned and dried prior to prineo/ dermabond application? Unk. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing was used? Unk. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Unk. Is the patient hypersensitive to pressure sensitive adhesives? Unk. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk. Patient demographics: initials / ID, age or date of birth, bmi? Initials/ID: unk; age/dob: unk; bmi: unk; sex: female. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Unk. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unk. Lot number of product used? Unk. Current patient status? The inflammation gradually improved, and the redness slowly disappeared. The inflammation gradually improved, and the redness slowly disappeared. Name of surgeon? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event the doctor believes this may have been an irritant reaction because redness was observed only on the patch area and the area affected by adhesive runoff. The doctor also requested information on whether any patch test-like method is available that could be used before surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6)2026 and topical skin adhesive was used. After surgery, redness and dermatitis occurred on the patch area and the area where the adhesive had run. The topical skin adhesive was removed immediately, and steroid medication was used under the instruction of a dermatologist. The inflammation gradually improved, and the redness slowly disappeared. The doctor believes this may have been an irritant reaction because redness was observed only on the patch area and the area affected by adhesive runoff. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: as treatment, rinderon-vg containing a moderate-strength antibiotic (gentamicin) was used soon after surgery. The patient will return after three months, so the wound condition after that is unknown. Except soon after surgery, rinderon-v has been used. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is a photo available of the patient¿s reaction? What date /day post op was the reaction noted? Was the topical steroid prescription strength? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event?